Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work. The procedure was not completed. On (B)(6) 2023, another procedure was performed and was successfully completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received partially deployed. Visual examination of the returned device found the inner sheath kinked. An electrical test was performed to verify the continuity between the radio frequency (rf) connector and the distal rf electrode, and no issues were noted. Functional inspection was performed by connecting the device to the erbe, and bubbles were seen in the saline solution, which is evidence that the tip was working properly. No other problems were noted to the stent and delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of cautery failure to deliver energy cannot be confirmed as no issues were noted and the tip was working properly. Based on the available information, there is not enough information to confirm the reported event of cautery failure to deliver energy; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, incomplete deployment is noted within the IFU as possible adverse event associated with the use of the device.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on november 09, 2023. During the procedure, the axios cautery did not work. The procedure was not completed. On (B)(6) 2023, another procedure was performed and was successfully completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.